Manufacturer narrative:
An event regarding revision involving a metal head was reported. The event was not confirmed. Clinician review of the provided x-ray indicated that stem trunnion appears disassociated from the head but this was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "regarding pi - 2128420 which represents a 61 y/o female who underwent a tha on (B)(6) 2017, apparently implanting an accolade plus tmzf #2 stem, a 36/% lfit head, and 36/0 degree x3 insert. The side is not mentioned. A single, undated x-ray ap of the pelvis demonstrates bilateral uncemented hip arthroplasties. The left hip is reduced, nominally positioned and well fixed. The right hip has a well fixed and positioned stem and acetabular shell with no screws, slightly vertical position with the head reduced. The stem trunnion appears disassociated from the head. No discussion of causation can be made based upon this minimal documentation" -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Revision hip *updated on 26-aug-2019 by qs: based on clinician review of the provided medical record, the right "stem trunnion appears disassociated from the head".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision hip.